Event description:
It was reported 1 1/2 hrs into a bilateral breast reduction using the 4.0 plasmablade, the unit shut off and had to be rebooted. They completed the case however, this same issue occurred the week prior at a different facility in the area. Delay was minor (<2 min). First of 2 events; see 3007069406-2012-00466.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints rec'd by the MFR for the time period (B)(4) 2010 through (B)(4) 2012. Eval: the pulsar generator was returned. The generator was rec'd in poor condition with many dark scuffs and surface imperfections. Note in box indicated (-,-) screen 1.5 hrs into case. The unit delivered rf energy correctly into fixed resistors. The problem screen could not be recreated.